Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the patient was in the chair and the attendants were moving him out into the lobby and the frame weld broke where the back right side square bar is welded to the side frame bar (picture sent). No injuries occurred. MDR filed.